Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive that damage to the pump housing caused cartridges not to fit securely onto the pump. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.